Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call that she is not sure the transmitter was connected to the pump. She was assisted with reconnecting the transmitter to the pump. The customer stated there was some bleeding at the sight where the sensor connected and blood is visible on the sensor connector. The sensor was connected at the belly. The sensor was not tugged or pulled after insertion, nor was it near restrictive clothing. There were no problems with the insertion technique. Customer was taking aspirin, and was advised to replace the sensor as blood on the connector can possibly damage the transmitter pins, as well as to return the needle hub assembly. Customer also reported that they experienced high blood glucose level of 435 mg/dl. The customer treated with an insulin shot and with the pump. Customer's blood glucose value was not known at the time of the call. Customer reported that the high blood glucose levels began at 8:00am that morning because she did not give herself a lantis¿ customer declined to troubleshoot for high readings. The pump was not returned for analysis.